Event description:
It was reported that during a gastric sleeve procedure, the doctor shot the device and it didn't staple, only cut. There was staple failure using a gold reload. Case was completed with a new reload. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.